Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in australia: "underinfusion" reason of complaint: "as reported to me on 21/4/22 patient in theatre. Induction vis bolus then commenced tci marsh propofol. At 3. After approx 5 minutes notice pt was stirring. Increased propofol to 6 sotrly after pt was starting to wake. They removed the line from the pt and started infusion but no fluid was coming from the line. Fatemeh has had perfusor running to try and replicate the incident but has been unable to do so."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6), 2.4 software version: n030005. 2.5 hours of operation: 1574 h. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analysed. As no date of the incident was given, the last infusions were investigated. There are no anomalies in the device history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. There was no seal on the upper housing part available. The device is in a clean state and no visible damage can be located. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A bd plastipak 50ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. A blue blinking at the operating unit could be detected. This blue blinking identifies a malfunction of the can-bus system at the mainboard. The error only occurs sporadically. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,06%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. For checking the malfunction of the can-bus system the resistance was measured. The resistance should be: 40-80 k-ohm. The resistance is: 61,8 k-ohm. The measured value is within the specification. 3.5 disassembling: during the investigation faults could be detected. To investigate the inside, the device was disassembled completely. The ribbon cable that connects the operating unit with the mainboard shows pressure points. Furthermore, no damage or soiling could be found. 4. Assessment: 4.1 the complaint could not be confirmed. No flow-rate deviation could be detected.